Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was a power on reset message on an implantable neurostimulator recharger screen. The patient was unable to initiate a recharge session. The external factors that led to this event are unknown. The patient had last recharged normally 1.5 weeks prior to the report. The patient was assisted over the phone to use the antenna locate feature. The patient then tried to initiate a recharging session. A power on reset message was seen on the screen of the implantable neurostimulator recharger. The patient pushed the green start charge button again and the system flipped into a normal recharge mode. The patient was able to fully charge the implantable neurostimulator and turn the spinal cord stimulation back on. The issue was resolved at the time of the report, and the patient was happy to have the spinal cord stimulation working again. No surgical intervention was planned or performed. There were no patient symptoms or complications reported.